Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that a pod battery had exposure to toxin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient had been wearing a pod between 4 and 24 hours their blood glucose level had rose to 338 mg/dl. The patient reports battery acid leaking from the battery of the pod.